Manufacturer narrative:
(B)(4).

Event description:
The report received from (B)(6) did not provide any customer, patient or date information. The report only states the model of the tracheostomy tube, and that there issue was for inflation or deflation. Attempts to obtain information are ongoing.